Manufacturer narrative:
Device history record review was completed on the reported lot v2e071. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One sample was received for evaluation. It was already activated and appears to have been cut with a sharp instrument. It is likely the pouch was cut when the product shipper was being opened. Shipper artwork instructs ¿do not use knife to open.¿ a cut pouch will burst if activated. Therefore, this is a confirmed burst complaint with the root cause being a cut pouch likely due to the customer failing to follow packaging directions. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
As reported though med watch report (B)(4). A patient care technician attempted to activate a cardinal health instant hot pack by squeezing between the arrows when the right middle side of the bag burst. Per medwatch form attached, no patient affected as this issue did not occur in patient room. Staff was not exposed to hot pack contents.